Event description:
It was reported the catheter migrated/dislodged. Diagnostics/troubleshooting included dye study, rotor/roller study, x-rays and checking the logs (dates not reported). The catheter migrated out of the intrathecal space but the bi-wing anchor was still intact and sutured down to the fascia. The hcp could pull the catheter freely through the anchor. The pump and catheter were explanted. Though no patient symptoms were reported the hcp hypothesized there was a lack of therapeutic effect at the point that the catheter migrated out of the epidural space. The patient was noted to be alive, no injury at the time of the report. The pump was used to deliver morphine. Additional information later reported the motor study and dye study with fluoro/myelogram was scheduled to be performed on (B)(6) 2013. It was noted the catheter was coiled up and obviously not in the it space anymore, so the procedure was not even performed fully. Per the reporter, it took a long time to do anything about it due to insurance authorization issues.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found, sc connector non significant indent in seal, did not affect infusion.

Manufacturer narrative:
Product ID: 8590-1, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.